Manufacturer narrative:
(B)(4). The support engineer troubleshot this issue with the customer over the phone. The action(s) recommended corresponds with accepted service practices for the failure(s) generated by the device.

Event description:
It was reported that the ventilator stopped cycling during patient use. There is no reported patient harm associated with this event.